Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii on the left and grade unknown on the right postoperatively. Left side device was found to be ruptured during bilateral replacement surgery with catalog number 3507275mc; serial number (B)(4) on the left side, and with catalog number 3507275mc; serial number (B)(4) on the right side on (B)(6), 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 22, 2022, mentor became aware that there was a mix up and this patient had a unilateral left side capsular contracture; baker grade iii, and right side issue was reported in error. Hence, corresponding fields under section h have been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).